Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review confirmed the ilet was performing to specification, reacting to cgm glucose values and alerting the user of high glucose, which were acknowledged. On the evening of (B)(6), the patient performed an infusion set change after-which their blood glucose rose to above 400 mg/dl for approximately 12 hours. During this time, the patient attempted multiple meal announcements to correct their high glucose with no effect, indicating a possible issue with the infusion set placement. The ilet was performing properly during this timeframe, therefore the cause for this event is unknown, however suspected to be related to the placement of the infusion set. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On 4/11/25, a beta bionics cds reported a patient had a hyperglycemic event on (B)(6) 2025 with nausea and vomiting requiring hospitalization. The patient reported that they had dka as a result. The patient reported a high blood glucose (manual bg) of 1039 mg/dl. The patient was admitted and treated with insulin at the hospital and released. The patient is doing fine and back on the ilet.